Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This issue was previously reported under MDR numbers 3016438761-2022-00548 and 3016438761-2022-00549 under different suspect devices.

Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for a 28-year-old female patient. Results provided: (customer reference range: positive >30 ng/l), on (B)(6) 2022 sid (B)(6) = 34.9 ng/l ((B)(4)), on (B)(6) 2022 sid (B)(6) = 17.1ng/l ((B)(4)), on (B)(6) 2022 sid (B)(6) = 57.7 ng/l ((B)(4)), repeat on the other alinity ((B)(4)) 74ng/l at the same lab same time. The customer reported this was not a cardiac emergency and the patient was not diagnosed with a cardiac event. No impact to patient management was reported.

Manufacturer narrative:
Additional information h10: this report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 42022ud00 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for lot 42022ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 42022ud00. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I assay for lot number 42022ud00 was identified. All available patient information was included. Additional patient details are not available.